Manufacturer narrative:
This is a cancellation report. User error has been confirmed as the physician/assistant does not read/follow instructions and the overall risk is low. In addition no serious injury or malfunction precedence has occurred. This no longer meets the reporting criteria of FDA guidelines ¿medical device reporting for manufacturers (2016). The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). 510 k # k121430. Device evaluation: the evo-fc-10-11-6-b device of lot number c1478511 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 31st january 2020. Safety clip not returned. Handle was actuating fine. Stent deployed without any issues, stent observed intact. Flexor was observed kinked measuring approximately 12 cm and 132 cm from the white tip. Following the laboratory evaluation additional information was requested to aid with this investigation, as the returned device appeared used: was correct device returned?(yes). Was there any kinks in flexor observed (not at time of opening product ). When the device were being sent back to cook ireland? (Kinks measuring approximately 23cm from white tip and approximately 132 cm from white tip). Did they attempt to deploy the stent?(no). Based on the additional information received, kinked flexor was due to as noted "yes very likely eileen as it was coiled and wrapped up when I collected it." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1478511 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1478511; upon review of complaints this failure mode has not occurred previously with this lot c1478511. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." Procedure preparation instructs the user to: "with endoscope in place, introduce a wire guide, floppy tip first and advance until it is fluoroscopically visualized in position through stricture." "Remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring that the wire guide exits catheter at zip port." There is evidence to suggest that the customer did not follow the instructions for use ifu0062- 5, as the device is not intended to be flushed during preparation, the IFU details procedure preparation and how to load the device. It does not instruct the user to flush the device. Root cause review: a definitive root cause could be attributed to user error as the device does not flush during the preparation. From the information provided by rep: "this one is confusing as the device does not flush and this could be user error however I am returning the device for inspection. I believe it did not even get inserted into the scope. This account have used the device for a long time but maybe it was a less experienced assistant. I plan to attend the drs list to go over device preparation." Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Complaint is confirmed based on the customer's testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a cancellation report. User error has been confirmed as the physician/assistant does not read/follow instructions and the overall risk is low. In addition no serious injury or malfunction precedence has occurred. This no longer meets the reporting criteria of FDA guidelines ¿medical device reporting for manufacturers (2016). The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: please log a complaint for 1 evo-fc-10-11-6-b lot c1478511 not flushing is the complaint I will collect in the new year and find out more information please send me a ups return label for its return to (B)(4). As per complaint form: assistant was trying to flush the device prior to use (this is not usual and could have been a less experienced assistant? Possibly user error? Device is being returned for inspection. They used a different stent to complete the procedure. As per email from rep: this one is confusing as the device does not flush and this could be user error however I am returning the device for inspection. I believe it did not even get inserted into the scope. This account have used the device for a long time but maybe it was a less experienced assistant. I plan to attend the drs list to go over device preparation. Was the directional button fully engaged?n/a. Did the red indicator move when the trigger was pressed?n/a. Did the red indicator continue to move after the delivery stopped?n/a. Were any cracking/popping sounds heard from the handle?n/a. Was the stent partially exposed?n/a. If the stent was partially exposed, was it possible to recapture the stent fully before removal?n/a. Were any additional procedures needed?no. What is the patient outcome?another device used.